Event description:
It was reported that the critical care nurses reported in an online survey that the patient experienced adverse events directly caused / attributable to the usage of device all-silicone foley catheter, 2-way, standard length, 5cc balloon, 18 fr and resulted in the following complications: balloon rupture, urine retention, catheter encrustation, pyelonephritis, irrigation, hydronephrosis. For all of these complications the respondent indicated the patient required medical or surgical intervention, however when asked to describe the medical or surgical intervention stated none for every complication. Additionally, the nurse stated that the patient experienced the following adverse events but indicated them to be procedure related complications: dysuria without symptomatic urinary tract infection, urethracutaneous fistula, blockage, bladder spasms, septicemia/urosepsis, vesicoureteral reflux, irritation. It was unknown what medical intervention was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in an online survey that the patient experienced adverse events directly caused / attributable to the usage of device all-silicone foley catheter, 2-way, standard length, 5cc balloon, 18 fr and resulted in the following complications: balloon rupture, urine retention, catheter encrustation, pyelonephritis, irrigation, hydronephrosis. For all of these complications the respondent indicated the patient required medical or surgical intervention, however when asked to describe the medical or surgical intervention stated none for every complication. Additionally, the nurse stated that the patient experienced the following adverse events but indicated them to be procedure related complications: dysuria without symptomatic urinary tract infection, urethrocutaneous fistula, blockage, bladder spasms, septicemia/urosepsis, vesicoureteral reflux, irritation. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.